Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was implanted in their butt and he fell on it and now it was ¿arching,¿ and he couldn¿t walk, take a shower, and couldn¿t really do anything. The patient still had stimulation turn on because he couldn¿t walk without it because he was in so much pain. The patient further reported that he had stimulation turned on a little bit because stimulation was still helping his pain, not causing more pain. When the patient turned stimulation off it was really bad and it would go into his testicles and the whole side and all the way down his leg was completely numb and he felt like he had two bubbles on the side of his back where he fell. It was noted the patient¿s current healthcare provider (hcp) didn¿t understand why the physician implanted the ins in the patient¿s butt because the hcp said even sitting down could dislodge it. An appointment was scheduled for april but they were concerned this wasn¿t soon enough. An x-ray appointment was scheduled for the day of the report but they were concerned about getting the patient there because he couldn¿t walk on his own. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_ext: serial# (B)(4), implanted: (B)(6) 2002, (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_unknown_lead, serial#: (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have a 50% or greater symptom reduction. It was noted that the patient experienced pain at the generator site. A CT myelogram was ordered and the results were pending. A follow up appointment would be scheduled. The cause of the event was not determined and it was not device related. The patient had not recovered and the issue was ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the CT myelogram was not completed. There were no further actions taken to resolve the issues. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.